Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Unknown - unknown articular surface - unknown. G2 : foreign country : france. G2 : literature : druel, j., claudel, s., fabre-aubrespy, m., ollivier, m., parratte, s., jacquet, c., & argenson, j. (2025). Learning curve of robotic assisted total knee arthroplasty within a surgical team: a prospective study of 115 cases. Orthopaedics & traumatology surgery & research, 111(5), 104325. Https://doi.org/10.1016/j.otsr.2025.104325. Attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that a patient underwent an initial knee surgery and subsequently experienced a post-operative dvt within an unknown timeframe after surgery. Attempts have been made and all available information has been provided.